Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an artificial vascular arteriovenous endovascular fistula in the left upper extremity. The location of the lesion was determined under the color ultrasound. A 7.0 x 40, 75cm mustang balloon catheter was advanced over the guidewire for dilatation. Inflation was performed twice at 10-22 atmospheres for 30-60 seconds. On the third inflation at 24-26 atmospheres, it was found that the pressure decreased and the balloon burst. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 65mm in length and extended from a position 6mm proximal of the proximal markerband to 9mm distal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an artificial vascular arteriovenous endovascular fistula in the left upper extremity. The location of the lesion was determined under the color ultrasound. A 7.0 x 40, 75cm mustang balloon catheter was advanced over the guidewire for dilatation. Inflation was performed twice at 10-22 atmospheres for 30-60 seconds. On the third inflation at 24-26 atmospheres, it was found that the pressure decreased and the balloon burst. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient status was stable.